Manufacturer narrative:
Imaging review of the device from the patient indicate that there is no product failure or malfunction. A supplemental report will be filed upon completion of the investigation.

Event description:
The patient called in to report that since cervical surgery in (B)(6) 2015, he's had pressure in his throat and no relief, neck pain, headaches that can and do become very severe, popping and shifting feeling in neck, ripping- grinding- feeling when turning head, loss of mental alertness, pain in throat that projects to my stomach, and list of others. At this time the patient had not had additional surgery.

Manufacturer narrative:
Method: risk assessment; medical records, CT, MRI and x-rays images were provided and evaluated by a medical expert and engineers. Results: visual, dimensional and functional analysis could not be performed as the device remains implanted. No lot # was provided, so a manufacturing record review could not be performed. Conclusion: the records review concluded that the patient¿s symptoms are non-specific. They may be related to a variety of sources including multiple surgeries. There are no focal neurological deficits reports to suggest that the screw is causing a problem. There is no information to reasonably suggest that the device has caused or contributed to the customer¿s reported symptoms. In performing our evaluation, the key objective is to attempt to determine root cause of potential involvement of the device and not to provide specific clinical diagnoses or evaluation. With the information provided the reported event does not appear to be a result of device failure.

Event description:
The patient called in to report that since cervical surgery in (B)(6) 2015, he's had pressure in his throat and no relief, neck pain, headaches that can and do become very severe, popping and shifting feeling in neck, ripping- grinding- feeling when turning head, loss of mental alertness, pain in throat that projects to my stomach, and list of others. At this time the patient had not had additional surgery.